Event description:
As reported, approximately one month post initial left side tha, patient had a revision for an unknown reason. The representative has no knowledge of this case from 2016. No additional information available.

Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 40mm 0d, +3.5mm (cat# 170-40-03 / serial#: (B)(4). Device evaluated by MFR: as reported, approximately one month post initial left side total hip arthroplasty, patient had a revision for an unknown reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.